Event description:
It was reported that during a ptca/stenting treatment procedure involving a 90% stenotic lesion in the proximal to middle portion of the rca, the maverick2 monorail balloon was used to predilate the lesion for placement of a tristar stent. (The number of atm's reached on the initial inflation was 'nominal'.) The stent was deployed at the lesion site, but the physician felt some restriction upon removing the delivery system. The maverick2 monorail balloon was reinserted at the lesion site, but was suspected to have ruptured at 10 atm's when extrusion of contrast dye into the vessel was noted distal to the balloon. The pt was asymptomatic during this event. The maverick2 monorail balloon catheter was removed and replaced with a maverick2 xl balloon catheter to successfully complete the procedure. A 6f introducer sheath (type unknown), a guidant bmw guidewire (size unknown), a 6f mach 1 guide catheter and a medtronic everest inflation device were also used in this case. Pt status is reported as 'good'.